Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pod's cannula only partially deployed and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn for less than 1 hour. No impact to the patient's glucose level was reported. As treatment, a new pod was applied.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would affect the needle mechanism. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully, no leaks were observed. The cause of the reported needle mechanism complaint could not be determined. The exposed portion of the soft cannula was observed to be shortened. Measuring 0.8395 inches from the nail head. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The timing and cause of the observed cannula damage could not be determined.